Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, he experienced a detached sensor wire. The sensor had not been inserted. Patient provided a photograph confirming the reported event. However, a root cause for the reported event cannot be confirmed. No additional event or patient information is available.